Event description:
The customer contacted physio-control to report that their device cycled power by itself multiple times during a recent patient event. After multiple attempts, physio-control has been unable to contact the customer for additional information regarding the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control evaluated the customer's device; however, after extensive testing the reported issue could not be duplicated nor verified. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.